Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the cylinder broke off. Unable to verify partial serial number given (B)(4), which suggests a manual wheel chair. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.